Event description:
It was reported that the patient underwent back surgery using rhbmp-2/acs. Reportedly, the patient has "serious problems. Some of the problems include pain, mental anguish, and the fear that [patient] will have to undergo additional surgeries."

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: lumbar degenerative disc disease; post laminectomy syndrome; radicular spinal pain; lumbago. As per op-notes, ¿fusion was obtained through a lateral extracavitary approach with placement of spinology expandable cages, bmp and allograft affording anterior column interbody cage placement followed sequentially under the anesthesia with posterior instrumented fusion at l4-l5 and l5-s1 with the addition on motion sparing instrumentation at l3-4 dynesys type in an effort to diminish the likelihood of adjacent segment breakdown and hopefully to afford theoretical protection to this moderately deranged motion segment without performing fusion.¿ the patient tolerated the procedure well without any intraoperative complications.